Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead was unable to be implanted. The ra lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and ¿puncture difficult¿. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual, x-ray and electrical examination did not find any anomalies.